Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was not able to be confirmed. The root cause was not able to be identified. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical administration set was leaking medical fluid from the connector. There was no patient injury and no reported adverse event.